Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user inserted a teflon 23-inch infusion set incorrectly, received an insulin occlusion alert, removed the set, and observed the needle cover still on the cannula; the agent guided the user to replace the infusion set and complete fill tubing and fill cannula steps without changing insulin. Symptoms included none. Outcomes included transient hyperglycemia with a reported blood glucose of 180 mg/dl that was out of range for about one hour and resolved after replacement of the infusion set. Investigation included remote troubleshooting and user education. Investigation of this case revealed an infusion set deployment error leading to an occlusion alarm, consistent with an infusion set or connector issue. It was concluded, based on previously established findings for similar reports, that user setup error caused the event.